Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a (B)(6) infection being found in the patient's blood. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.